Event description:
The complainant reported that the patient after impella cp removal had bleeding with a hematoma at the impella access site. Surgical wound closure was necessary. The patient survived the event and is stable.

Manufacturer narrative:
A.5 is unknown. The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the access site bleed and the removal issue has been completed. No product was returned and logs are not applicable. The root cause of the access site bleeding was not determined since insufficient clinical details were provided and no product was returned. "Removal issues" was removed as a failure mode since the bleeding after explant is addressed under the failure mode "access site bleeding - major" and no removal issues were reported in the field.